Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming testing therapy electrode (te) recognition testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes (te) and the cable connecting the dn and ECG electrodes c and d were pulled from the strain relief, damaging the solder connection for the pulse wire inside the dn. The cause of the constant alarms and incoming test failure is the damaged solder connection. The cause of the damaged solder connection is the damaged cables. The root cause of the damaged cables is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was continually producing 'adjust belt / check belt gong alarms.